Event description:
On (B)(6) 2010, pt reported her infusion device was submerged in water for approximately 40 minutes on (B)(6) 2010. Pt forgot to remove infusion device while in water for physical therapy session. The next day, pt experienced elevated blood glucose. Pt believes these two events are related. There was no visible condensation or water in infusion device. Blood glucose had elevated to 431 mg/dl on morning of report. Pt used an insulin injection as a correction for hyperglycemia. Blood glucose lowered to 181 mg/dl around 12 p.m. And was "slowly creeping back up." Pt bolused 6 units through infusion device at 12 p.m., and blood glucose was 148 mg/dl at time of report. Target blood glucose is 100-140 mg/dl. Pt switched to backup infusion device. Infusion device was replaced and requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue.